Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aspeting loosening of the tibial tray at the cement to implant interface, depuy cement was used. It was also reported that implant debonded from the cement mantle. Extracted the attune fixed bearing tray and stabilized 6mm insert. Implanted an attune revison fixed bearing tray and stem. Implanted a 14mm attune fixed bearing stabilized insert. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summar: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 27 sep 19, 0 non-conformances on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to swelling and pain. The surgeon reported an inflamed synovium with hypertrophic projection, and a synovectomy was performed. He indicated the tibial tray was grossly loose and removed by hand. There was no attachment of cement to the undersurface of the tibial tray, and there was evidence of polishing of the tray by the opposing surface of the cement. The surgeon noted the femoral and patellar components were well fixed. The patient was implanted with attune components and smartset cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2016 dor: (B)(6) 2018 (lt knee).

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the surgical intervention, medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.